Event description:
The plastic adaptor at the end of the needle tubing became disconnected when attaching to the dialysis line. The needle in both cases had to be removed and a new needle had to be placed.